Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements post a magnetic resonance imaging (MRI). Reprogramming options were performed. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that isometric exercises and pocket manipulation was performed, no noise was recorded. It was determined that the high shock impedances were related to a coil fracture of the right ventricular (rv) lead. Therefore, reprogramming was performed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements post a magnetic resonance imaging (MRI). Reprogramming options were performed. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service.